Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving an inappropriate shock. Upon review, noise and myopotential oversensing was observed. A stress test was performed in which noise was confirmed in primary and secondary, but not in alternate. Reprogramming to alternate vector was performed in which there were no further issues. This patient will continue to be monitored. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.